Event description:
Upon delivery of medication to infusion center, it was noticed that the tubing of one dose of unasyn 3 grams/ns 100 ml in an elastomeric homepump, lot 02022546316, model #e102000 was broken near the reservoir.